Event description:
Additional review of this event determined it was reported in manufacturer report #3004209178-2013-20945. Any additional information regarding this event will be reported from this manufacturer report number.

Manufacturer narrative:
Product event summary #(B)(4) (37602 activa sc ins) reviewed and confirmed / updated rfr, hazard, and conclusion. A good faith effort for follow-up was completed. The ins was explanted. The ins was not returned. Device return and analysis is not needed to assist in the evaluation and investigation of the event. The event did not allege a potential manufacturing issue; therefore, a DHR review was not required for the ins. The event was reviewed for existing investigations and none applied. The event was reviewed for known inherent risks listed in product labeling and event applies to known event trend ((B)(4)) because the hcp confirmed the ins was explanted in (B)(6) due to pocket infection. (B)(4) was not marked a known event because the pain was not due to MRI or loss of pain relief. Reviewed for escalation to ncet and escalation was not required. Event is included in monitoring for known inherent risks as disclosed in product labeling. Concomitant medical products: product ID: 3387s-40, lot# v187426, implanted: (B)(6) 2009, product type: lead. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. (B)(4).